Event description:
On 02/24/2000, the MFR rec'd a report via a fax from the MFR's international representative that states the following: carotid operation: during the act, the balloon used progressively deflated and moved without unwilling of the surgeon. Obliged to change shunt during the examination. No further details were provided.